Manufacturer narrative:
Unit was rec'd in good physical condition. All readings and adjustments were within specs; no rf outputs were out of spec. No problems were found. Possible cause was from shipping or rough handling, the boards became loose and caused the symptoms the customer was experiencing with this unit.

Event description:
During shoulder arthroscopy there was an error indication: voltage cal failure p/f disabled footswitch stuck on. The electrode was coagulating without operating the footswitch. The generator is going on and off without operating the footswitch and there is a "chirping" noise. There was a one hr delay in the procedure. No pt injury was reported.